Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change-out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted. Patient will continue to be monitored.

Manufacturer narrative:
A partial lead with the lead tip measuring 47.0cm was returned for analysis. Internal insulation abrasion was noted at 13.0-14.0cm and 17.0-17.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.